Event description:
During a ptca/stenting procedure the quantum maverick monorail balloon ruptured at 18 atms. The number of inflations is unk. The quantum maverick monorail balloon was being used to post dilate a cypher stent. The lesion being treated was in the left circumflex. A zeon introducer sheath, a neo's guide wire (size unk), a heartrail guide catheter and an everest inflation device were also used in this procedure. No pt injuries or complications were reported.